Event description:
It was reported a motor stall and motor stall recovery were recorded in the event logs and the motor stall was caused by the patient having a magnetic resonance imaging (MRI), unrelated to the patient¿s device or therapy. The MRI occurred (B)(6) 2014 at 07:45 with the recovery occurring 10:09. It was further reported the patient was ¿a-ok¿ during and after the MRI scan. The pump was being used to deliver baclofen. It was further reported the patient did not experience any symptoms as a result of the stall. It was noted the patient was ¿doing well,¿ but still complained of spasticity. It was also reported the patient wanted the pump removed because ¿it¿s not working.¿ it was reported there were no telemetry issues and telemetry with the pump was confirmed. The patient was taking intravenous (IV) medications at the time of the event and included dilaudid, phenergan, benadryl, and valium in addition to ¿other drugs." Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8840, lot # unknown, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).